Manufacturer narrative:
The unit was received with cracked and bleeding lcd glass. The following physical damage was also noted: cracked casing at a display window corner, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he fell on his insulin pump earlier in the day. He was walking out to his garage and stumbled on the sidewalk. The display window was cracked and there was a black spot on it. The patient's blood glucose at the time of incident was 189 mg/dl. The insulin pump was returned for analysis.